Event description:
Dissecting tools whip when put into the motor is noted on customer repair paperwork. On follow up, it was reported that "it felt like the threads were stripped inside where the tool fit and the tool seemed to not turn smoothly". The best descriptive word she could think of was that the "tool wobbled". However, the procedure was completed with no problems. After surgery the equipment was disassembled and sent for repair. No pt injury and no delays were experienced. There is no info as to what tool was used.